Event description:
It was reported that during implant the lead was difficult to position also noted was the stylet would not pass easily. The lead was not used and a new lead was placed. The patient was stable prior during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.